Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: reports of leaking occurring with the 24g bd # 381511.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: reports of leaking occurring with the 24g bd # 381511.

Manufacturer narrative:
H6: investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.